Event description:
It was reported that there was a pump alarm and a "tube set" message. The pt reported that they had been "hurting more" since the alarm was heard. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).